Event description:
It was reported that inhibition of pacing was observed. The patient felt symptomatic and reported feeling dizzy and light-headed. Technical services noted frequent premature ventricular contractions and some possible oversensing on the atrial channel. A high voltage lead integrity check was performed and measurements were high. The pace/sense portion of the lead was capped, and defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.